Event description:
On october 7, 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket debonded. This is the fourth of four reports.

Manufacturer narrative:
The doctor's office reported that the de-bonding of a damon q bracket caused enamel delamination. It was stated by the doctor's office that the bracket debond occurred when the patient bit down on a hard sucker. The doctor's office also stated that the tooth was repaired with composite, and the patient is doing fine. The bracket was not returned to ormco for evaluation; therefore no further investigation is possible.